Event description:
Clinical assessment: a 64-year-old female was admitted for a myocardial infarction and received a percutaneous coronary intervention and an intra-aortic balloon pump. Upon arrival on the intensive care unit, the patient had a respitory arrest and was upgraded to an impella cp. Due to a small left ventricular cavity, positioning was complex and the impella was left in a deeper than usual position without loss of hemodynamic support or compromise to the patient. After a day of support, the pump could be successfully weaned and removed.

Manufacturer narrative:
B5 clinical rational has been added. Section d catalog number was corrected.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A female patient was admitted with a myocardial infarction and underwent percutaneous coronary intervention followed by placement of an intra-aortic balloon pump. Upon transfer to the intensive care unit, the patient experienced a respiratory arrest, and mechanical circulatory support was escalated to an impella cp device. Due to a small left ventricular cavity, device positioning was challenging, and the impella was maintained in a deeper-than-typical position; however, adequate hemodynamic support was achieved without reported compromise to the patient. After approximately one day of support, the device was successfully weaned and removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.